Event description:
It was reported by service report that the bed would not move up or down. The customer does not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.